Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a meniscus repair procedure, the surgeon was attempting to use a speed cinch, ar-4502, lot: f184675. Before implanting the first implant, the toggle button jammed and the surgeon couldn't get the trigger into the #1 position. A second speed cinch, ar-4502, from lot: 10056166 was opened and the surgeon was able to implant the first implant with no issues. When he went to insert the second implant, the second implant would not deploy. The first implant was cut out and a third speed cinch, ar-4502, lot: 10056166, was opened and the same event occurred. The first implant was seated nicely but the second implant would not deploy. The first implant was cut out and the surgeon decided to perform a menisectomy instead.